Event description:
The customer reported that during a donation, there was a leak from the platelet bag. Per the customer, the patient's weight is not available. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the returned platelet bag was visually inspected. There is a 1mm tear in the spike port close to the bag vinyl. The location is consistent with the user having caused the damage to the bag while inserting the spike from the infusion set. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the damage to the bag is likely related to handling of the bag at the customer site.